Event description:
Mediheat received a letter dated 10/3/98 from an attorney representing this claimaint. According to the attorney, her client used a mediheat heating pad and sustained burns. Mediheat is still investigating whether the claimant had used mediheat product and if so how the product was used.